Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported multiple organ failure and patient outcome could not be conclusively be determined. A cause for these events could also not be determined. The account reported that the patient never recovered after device implantation, and expired due to multi system organ failure. An autopsy was not performed and the device was not explanted. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure, respiratory failure, and right heart failure) and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away. Cause of death-multi-organ failure. It was reported that patient never recovered after implantation. No additional information was provided.